Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for stenosis, failed back surgery syndrome and radicular pain syndrome (radiculopathies). It was reported that maybe something was wrong with the device. Since about 3 months prior to the report, there has been intermittent pain in the thoracic spine area. It was noted the patient's leads were placed in their thoracic region and was mostly for lumbar pain and bilateral radicular pain in their legs. The cause of the thoracic pain remains unknown at this time, however when the patient rested it would feel better. It was also reported that about 4 days prior to the report they noticed they were having headaches when they would activate their device. It was noted they had several steroid lumbar injections in lumbar 3 and 4 (l3 and l4) probably about 2 months ago. The patient had not had any falls or trauma. They were redirected to their doctor. No further complications were reported.